Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing for sigmoidectomy, at the functional side to side anastomosis, they connected the reload to the handle. The surgeon started firing the device, however it stopped on the halfway. They pushed the silver button and pulled the knife back. They replaced the reload and re-stapled on the distal side of the staple line with no problem. The procedure was completed with another device. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. The device was removed from the tissue by additionally resecting the tissue. The patient gender is not available. The patient age is not available. The patient weight is not available.